Event description:
Allegedly the patient is experiencing mom complications (right). Additional information received from litigation on 01/08/2019. Patient now revised. Added a head information, implant and explant dates.